Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the switch box had a scratch. The air/water cylinder had no color. The suction cylinder had no color. The leakage and electrical safety tests passed. The electrical connector had corrosion due to water leakage. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The distal end had discoloration. The connecting tube had a scratch. The adhesive around the objective lens had wear. The forceps elevator had foreign material. There was corrosion around the forceps elevator arm. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the forceps lever on the evis exera ii duodenovideoscope was loose. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the distal end, foreign material on the forceps elevator and stains found inside the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etc. As a result, humidity invaded lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: -IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. The suggested event 3 is detectable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.